Manufacturer narrative:
Correction/removal number: 3002809144-02/27/19-001-c. A product correction letter was issued on february 26, 2019 to all alinity ci-series processing module customers. The letter informs the customer of the issue regarding the safety interlock covering the septum piercing probes within the bulk solution bottle holder, which may not deploy when a bulk solution bottle is removed from the alinity I processing module. The letter further warns the customer of the probe stick hazard and potential exposure of unprotected skin to the bulk solutions. The alinity I trigger solution contains hydroxide at a concentration that may cause skin irritation; and the alinity I concentrated wash buffer contains 5-bromo-5-nitro-1,3-dioxane, which may produce an allergic reaction. The product correction letter provides instructions to continue to follow the alinity ci-series operations manual when replacing the bulk solutions. An abbott representative will contact all impacted customers to schedule time for placement of hazard labeling in the bulk solution area to increase awareness of this hazard. Additionally, the ci-series operations manual is being updated to include the hazard information.

Event description:
The customer reported it was hard to remove the wash buffer bottle from the door on the alinity I processing module. When the wash buffer bottle was removed the needles remained in the upright position, causing the needles to be exposed. The field service engineer replaced the piercing mechanism to resolve the issue. No injury or harm to the customer or field service representative was reported. No impact to patient management was reported.